Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The passive backplane an the interconnect cable were both evaluated and replaced. The system was tested and found to be working as intended and returned to service.